Event description:
On (B)(6) 2013 high impedance during system diagnostics on (B)(6) 2013 was reported. The patient still felt stimulation in the neck and hoarseness with stimulation. There was no trauma or any kind of manipulation. Normal diagnostics also showed high impedance. The patient underwent emg testing. Results showed that by magnet current, 1.75 ma was being delivered. The device was disabled. X-rays were provided for review. No suspect lead areas were apparent; however, complete pin insertion could not be confirmed. Surgery is likely but has not taken place.

Event description:
Additional information was received that the last successfully system diagnostics were performed on (B)(6) 2013 at 2.5 ma. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.